Event description:
Per the post market registry: this male pt with a history of previous angioplasty and lipid metabolism abnormality was admitted for coronary evaluation secondary to unstable angina. The patient was currently on ticlid and isosorbide. Angiography revealed a 34mm, de novo, eccentric, diffuse, non-calcified, type c, total occlusion in the mid right coronary artery (rca). The vessel was described as 3.17mm in diameter with no flow (timi 0). Heparin was administered. The lesion was predilated with a 2.5 x 14mm balloon inflated to 6 atms. A 3.5 x 23mm cypher stent was deployed to 20 atms. The stent was not post dilated. Residual stenosis was 0% with timi iii flow restored through the vessel (per ivus). The pt was discharged on aspirin, ticlid and isosorbide. Thirty-two months post index procedure, the pt complained of chest pain. He was currently taking aspirin, isosorbide, and amlodipine besylate (norvasc) angiographic evaluation revealed a 75%, in-stent restenosis at the distal edge of the previously implanted 3.5 x 23mm cypher in the mid-rca. To treat the restenosis, a 4.0 x 13mm tsunami (bare metal stent) was implanted at the distal end of the implanted cypher without a gap. The residual % of stenosis was 0%. The patient was discharged with orders for aspirin, ticlid, isosorbide and amlodipine besylate.

Manufacturer narrative:
Cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.